Event description:
Robotic vessel sealer part number 410322 by intuitive surgical faulted during case. This is the third one that has failed out of a box of six. They all have the same lot numbers and each one failed with exposed blade message. It was 2 different surgeons on 2 different types of cases. There was no patient injury due to failure.